Event description:
It is reported that when the femoral component provisional was attached to the impactor/extractor, the spring clip which attaches to the implant broke off.

Manufacturer narrative:
Evaluation summary: all lots of this device are being recalled, please reference the above mentioned removal report for additional information. As returned, the spring clip is fractured. Device history records indicate all components were manufactured and inspected to specifications.